Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in radiology after the PICC was inserted, the user broke the orange wings and began peeling away the white material of the introducer. It was at that time, during the removal, the sheath began to tear. As a result, the remainder of the introducer had to be carefully removed, prolonging the procedure/